Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The was and wds were prepped in normal manner. All noted air bubbles were flushed from the wds before inserting into the was. The device was positioned and deployed using intracardiac echo (ice) and fluoroscopy guidance. Release criteria was met and the device was released. At this point, st segment elevation was noted. The patient's heart rate and blood pressure dropped and required pharmacological support by the anesthesiologist. Upon image assessment on ice, bubbles were noted in the aorta near the right coronary cusp. The patient continued to have st segment elevation and labile heart rate and blood pressure. Femoral artery access was obtained and a guide catheter was advanced to engage the right coronary artery and perform an angiogram. Upon contrast injection air bubbles were noted in the right coronary artery. Multiple angiograms with contrast was performed and the air resolved along with a normalization in st segment elevation, blood pressure and heart rate. The patient left the cath lab in stable condition to the recovery area. There was no air observed in the was or wds. The physician believes the air might have entered the system through a loose connection on the manifold noted after the air embolism was identified.